Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was selected for use in a patient for the endovascular treatment of patient with an aortic disease. It was reported that an attempt was made to inflate the reliant balloon but failed due to some reason. The endovascular aneurysm repair procedure was normally performed. When air aspiration in the reliant balloon was performed outside the patient to perform touch-up, the balloon failed to be inflated. A back-up reliant balloon was used to perform "touch-up". Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the incident occurred prior to inserting the balloon into the patient. If information is provided in the future, a supplemental report will be issued.